Event description:
A customer technical advocate (cta) was contacted with regard to a platelet result for one pt generated using a cell-dyn 1800 analyzer. A plt=13 k/ul result was questioned by a physician. Qc was within specifications on the day of testing. The sample was not repeated. The pt was sent to the hosp were a new sample was tested yielding a plt=340 k/ul result. No impact to pt management was reported.